Manufacturer narrative:
(B)(4). This report was filed by the MFR. Although requested, the affected prod has not been rec'd and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the "IV infusion chemotherapy came from pharmacy primed. Rn took IV chem to room. Rn started IV chemotherapy infusion. However, infusion was not flowing and blood started backing up in the tubing. The rn opened vent cap below spike. Vent cap completely came out spilling chemotherapy on rn and floor." No pt harm or medical intervention occurred. No further pt/event info was reported.